Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the pph03 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, when firing the instrument, the knife of the stapler cut the suture without stapling the tissue. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information received: what kind of procedure and how was it performed (open, lap or hals)? Open. On what tissue type was the device used? What was the quality of the tissue? Hemorrhoid surgery, normal tissue. How was the procedure completed? Different device. ¿the knife of the stapler cut the suture without stapling the tissue¿, please describe exactly what is meant by this. Purse string suture was pulled through the lateral channels of the suture-threader ports. When the pph device was closed and fired, only the suture was cut but no staples were formed. Did the surgeon waited the recommended 30 seconds after closing and before firing the device? Yes. When the device was fired, what was the location of the indicator within the gap setting scale (top/thin, middle/medium, bottom/thick)? Middle. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. How was it confirmed that the device was fully fired (crunch, lever compressed until unable to fire further, etc.)? Compressed until unable to fire further. Did the red safety remain engaged until firing? Yes. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After firing, did the firing handle automatically return to its original (pre-fired) position without intervention? Yes. Was there any difficulty removing the device from the tissue? No. If yes, how many revolutions of the adjusting knob were used to open the device? Were any additional steps taken to confirm successful anastomosis (leak test, donut confirmation, etc.)? No. Was the target tissue fully cut circumferentially? N/a. What was the appearance of the breakaway washer? N/a. Did the surgeon saw any staples? No. Additional information: did the device cut the target tissue? Yes. If the device cut, was the cut line fully circumferential around the target tissue? Yes.